Manufacturer narrative:
The customer's glidescope video baton 2.0 large was returned to verathon for evaluation along with the customer's glidescope core smart cable. A verathon technical service representative evaluated the returned devices and was able to confirm the reported image issues. When connecting the customer's video baton and smart cable to a known, good, test monitor the image was observed to be stable and clear. The technical service representative then connected the customer's smart cable to a known, good, test monitor and test video baton and was able to confirm the image was still stable and clear. The technical service representative then connected the customer's video baton to a known, good, test smart cable and test monitor, and when the connection between the cable and baton was manipulated the image would darken, cut out, and have lines appear on the monitor screen. The camera image quality test was performed and failed. Issue was isolated by the verathon technical service representative to just the video baton. Upon completion of the evaluation, the glidescope video baton 2.0 large was scrapped, and the customer received a replacement glidescope video baton 2.0 large due to no repairs being available. The replacement glidescope video baton 2.0 large and the customer's original glidescope core smart cable were returned to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the image had lines and went black. The procedure was completed performing a direct laryngoscopy. No harm to the patient or user was reported.

Manufacturer narrative:
The device has been received by verathon, however; at the time of the report the device has not been evaluated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.